Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that when the nurse started the IV there was no issues and heard the click that safety cover was engaged post IV insertion of used needle. After IV secured the nurse went to put the insertion needle into sharps bin while they felt a poke from the used needle. The event occurred after the use. There were no patient involvement and patient harm.